Event description:
It was reported that during middle cerebral artery mca aneurysm procedure, when the subject stent was being delivered to the middle section of the microcatheter, it got stuck and could not be advanced further. The physician pulled the subject stent back, during which the subject stent ruptured (broken). The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿ updated. H3 device evaluated by mfg ¿ updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the stent was received in a deployed condition. The stent delivery wire (sdw) was returned, the introducer sheath was not returned. The stent was deformed and broken/fractured. The proximal end of the stent was not returned. All 3 marker bands were present on the distal end of the stent. The sdw was noted to be kinked/bent at the distal end. Functional inspection was unable to be performed as the stent was returned in a deployed state. The as reported (ar) 'stent broken/fractured during use' was confirmed during visual inspection. The remaining as reported 'stent difficult/unable to advance or pullback into catheter' could not be replicated as the stent was returned in a deployed and fractured condition. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was prepared for use as per the dfu. The packaging and device were confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patient's anatomy was described as 'moderately tortuous'. It was reported that 'when the stent was being delivered to the middle section of the microcatheter, it got stuck and could not be advanced further. The physician pulled the stent back, during which the stent ruptured. Subsequently, a new microcatheter and stent system were used successfully to complete the procedure. The microcatheter was discarded by the hospital and could not be returned'. The distal end of the stent was returned for analysis. Most of the stent was not returned for analysis. In addition to being broken/fragmented, the stent was also noted to be deformed. The introducer sheath was not returned. The stent delivery wire (sdw) was returned and was kink/bent towards the distal end of the wire. Given the event description and the condition of the returned part of the stent, it is possible that the introducer sheath was initially set up correctly as reported in the follow-up gfe responses but subsequently moved either proximally or distally prior to stent advancement out of the sheath. It is not possible to decide which direction the movement was in as the sheath was not returned for analysis. If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into the gap (proximal sheath movement) or the stent would become damaged as it passes through the deformed distal tip opening of the sheath (distal movement). The user will then experience increased resistance while attempting to advance the stent through the microcatheter, resulting in damage to the stent and sdw. Upon realizing this through increased resistance, the user may then attempt to withdraw the stent. On this occasion, it appears that the stent fractured during the withdrawal efforts. This suggests that the stent was already significantly deformed while being advanced into the microcatheter and had become stuck in the microcatheter lumen. It is not clear if the remainder of the stent was removed or was left inside the microcatheter lumen as the microcatheter was not returned for analysis. The as reported 'stent broken/fractured during use' and 'stent difficult/unable to advance or pullback into catheter' as well as the as analyzed stent broken/fractured during use, stent deformed, and sdw kinked/bent will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to some unknown procedural factors during use.

Event description:
It was reported that during middle cerebral artery mca aneurysm procedure, when the subject stent was being delivered to the middle section of the microcatheter, it got stuck and could not be advanced further. The physician pulled the subject stent back, during which the subject stent ruptured (broken). The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.